Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1.6 did not open all the way whereas drawer 1.4 would not open all the way but did not fail.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that control unit 1.6 had medicine spillage. A field service engineer cleaned medicine spillage on control unit 1.6 to resolve. The system functioned as intended after the field service engineer repaired the device.